Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received additional information that this device has been explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was confirmed that no telemetry could be established with the device; the device data was insufficient to obtain the battery status and a memory download could not be performed. The device case was opened to facilitate examination of the internal components. The device battery showed a measurement of 2.959 volts and was therefore not depleted. The battery was removed and replaced with an external power source. Testing revealed a normal current condition and the device was able to pace normally on the right ventricular (rv) channel. Despite detailed analysis, the cause of the no telemetry condition could not be determined.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was not able to be interrogated during a device check. The device had been implanted for approximately thirteen months. Five programmers were tried, without success. Therapy availability could not be confirmed, so the device was scheduled for replacement. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As of today, the device remains implanted pending a replacement procedure. This report will be updated when additional information is received.